Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. During step 3 (thumb advancer step), loss of resistance occurred and the device came out of the patient's artery. Hemostasis was achieved by manual compression. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.